Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2938836-2020-02911. During an in clinic follow-up, high capture threshold was observed on the left ventricular (lv) lead. Upon investigation, the lv lead was found to be dislodged. A revision procedure was performed and revealed the device had migrated in the pocket resulting in the lead dislodgement and high capture threshold. The physician suspected the device was not fixed properly when it was initially implanted. The lv lead was explanted and replaced and the device was repositioned to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6 the reported events were for lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event for inadequate capture was not confirmed.